Manufacturer narrative:
Isi received the vessel sealer instrument involved with this complaint and completed the device evaluation. Failure analysis did not confirm the reported complaint that a ¿spring came off¿ the instrument. Visual and microscopic inspection confirmed that there were no missing components from the wrist assembly. The instrument was placed on a test system and was found to have failed the intuitive motion test. The instrument¿s outputs did not correspond to the inputs from a surgeon side console's (ssc) master tool manipulators (mtms). The grips were stuck and would not open or close. Manual inputs of the instrument¿s thumb wheel did not change the position of the instrument¿s grips. It was noted that heavy bio debris was present between the grips. Further analysis revealed that the over mold nut was jammed along the lead screw, which prevented manipulation of the instrument¿s grips. The over mold nut was manually unjammed, which allowed the instrument¿s grips to open and close. Failure analysis found that the over mold nut¿s threads became stuck to the lead screw. It is not clear what caused the over mold nut to become jammed. Based on the information provided at this time, this complaint is being reported because failure analysis found the endowrist one vessel sealer instrument to have a jammed over mold nut with no evidence or claim of user mishandling or misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a spring came off a vessel sealer instrument. The procedure was completed with a backup instrument and there was no report of harm, injury, or adverse outcome. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments fell into the patient. The reported issue occurred outside of the surgical field and not within the patient.